Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent low blood glucose episodes at school with a documented nadir of 59 mg/dl and small ¿roller coaster¿ fluctuations, while using the ilet system that was not receiving meal announcements; the corrective algorithm was believed to have maladapted and a factory reset was performed with support, followed by setting a higher glucose target and education on best practices for transition. Symptoms included no reported clinical symptoms. Outcomes included self-treatment with oral glucose and temporary supervision by school staff without medical intervention or hospitalization. Investigation included technical support review, user education, and device reset. Investigation of this case revealed improper use related to missing meal announcements contributing to hypoglycemia, with no device hardware or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related factors rather than a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.